Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190923 - file-2019-02330 - analysis_and_closure_report_resp-2019-01038.pdf].

Event description:
Reportedly, on (B)(6) 2019, during a standard follow-up, several vt/vf episodes showing oversensing were observed in the device memory and one shock therapy was delivered as a result. The patient reported receiving a shock whilst taking a shower, however the patient's activity could not be established for when the other episodes were recorded. The tests performed during the follow-up (threshold, lead impedance, rv coil continuity) were normal. Functional maneuvers were performed on the patient, however it was not possible to reproduce the oversensing on the ventricular channel. Preliminary analysis revealed that the atrial and ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz.

Event description:
Reportedly, on (B)(6) 2019, during a standard follow-up, several vt/vf episodes showing oversensing were observed in the device memory and one shock therapy was delivered as a result. The patient reported receiving a shock whilst taking a shower, however the patient's activity could not be established for when the other episodes were recorded. The tests performed during the follow-up (threshold, lead impedance, rv coil continuity) were normal. Functional maneuvers were performed on the patient, however it was not possible to reproduce the oversensing on the ventricular channel. Preliminary analysis revealed that the atrial and ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz.